Manufacturer narrative:
Additional information: the device has been returned to the manufacturer for evaluation. The top arm of the pituitary is broken from what appears to be a bending moment. This type of break happens because the arms want to separate as they are bent. There is a locating pin in the arms that keep them together and placed added pressure on the top arm till it breaks.

Event description:
It was reported that the pituitary broke during an unspecified spinal surgery.

Manufacturer narrative:
(B)(4): neither the device nor applicable imaging films were returned to the manufacturer for evaluation; therefore, the cause of the event cannot be determined.